Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the pump history. A review of the bolus history confirmed the reported boluses. The pump was exercised for 29 hours with no delivery issues. No unprogrammed boluses occurred during testing. A normal bolus and an audio bolus were performed and accurately recorded in the pump history. There were no keypad button issues found during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that the pump was delivering insulin during the day without being programmed to do so. The patient's mother reported that 39.25 units of insulin were administered inadvertently on either (B)(6) 2012 or (B)(6) 2012. The reporter claimed the patient had low blood glucose (bg) levels of 48 mg/dl at 2:53pm and 44 mg/dl at 5:30pm. There was no mention of symptoms; however, the patient's mother stated, the patient was given juice and food while at school. At the time of the call, the patient's mother stated the patient's bg was 167 mg/dl when she tested him 10 minutes prior. At the time of troubleshooting, the reporter stated several boluses appearing in bolus history that were not programmed. The patient's mother claimed the subject pump was locked at the time of the inadvertent boluses. This complaint is being reported because the patient developed signs and/or symptoms suggestive of a serious injury while on insulin pump therapy.